Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 75% stenosed lesion was located in a moderately tortuous shunt vein. The mustang 6.0 x 40, 40cm was inflated four times at twenty six atmospheres. On the fifth inflation the balloon ruptured at twenty six atmospheres. The device was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 75% stenosed lesion was located in a moderately tortuous shunt vein. The mustang 6.0 x 40, 40cm was inflated four times at twenty six atmospheres. On the fifth inflation the balloon ruptured at twenty six atmospheres. The device was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found a longitudinal tear in the balloon material. The tear stretched along the main body of the balloon and measured 5.1cm in length. No issues were noted with the markerbands. A kink was present in the shaft at the distal end of the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of user / use error has been assigned as it was stated that the balloon was inflated above it's rated burst of pressure. (B)(4).